Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms during basal and bolus delivery. The customer's blood glucose (bg) level was 200-600 mg/dl with a trace of ketones. The supplies on the pump were changed and a correction bolus was delivered to address the bg level. Reportedly, the customer was using apidra insulin in the cartridge.